Event description:
Olympus was informed that the customer evis lucera colonovideoscope was returned to the repair center for a reported ¿pin unit disconnected¿ during maintenance. Upon inspecting and testing, the service evaluation identified foreign material protruding from the air/water nozzle outlet. No death, injury or harm was reported to olympus.

Manufacturer narrative:
The service evaluation confirmed the customer¿s reported issue was confirmed as the plug body was found damaged. Additionally, foreign material was identified as protruding from the air/water nozzle outlet. There was restriction in the air/water channel. The adhesive from the light guide cover glass lens and the objective coverglass lens are both worn. Also, the distal end adhesive is lifting. The instrument was last serviced via repair in october 2021 for ¿blockage in the air/water channel¿. The device was repaired to standard specifications. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that the suggested phenomenon was due to piece of injection tube or silicone rubber product, etc. That entered the channel and remained in the nozzle. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "operation manual_ preparation and inspection inspection of the endoscope_ inspect the a/w (air/water) nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities operation manual_ inspection of the endoscopic system - inspection of the air-feeding function - inspection of the objective lens cleaning function" olympus will continue to monitor field performance for this device.